Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stable patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate measured data. On (B)(6) 2016 the device was successfully explanted and replaced.